Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Patient code is for both the pump and the catheter. Device codes are coded for the pump and is coded for the catheter. Eval code-conclusion is coded for the pump and is coded for the catheter.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid with an unknown concentration and dose via an implantable pump for non-malignant pain, chronic low back pain, cervical/neck, and degenerative disc disease. It was reported a catheter kink was found in end of (B)(6) or beginning of (B)(6) of 2016. It was also stated that the healthcare provider saw that the pump was coming due to be replaced for longevity and changed everything out on (B)(6) 2016. Caller stated "she was single beeping before that in 2016." The date was unknown, but knew it was before (B)(6) 2016. Patient stated she has had 4 surgeries in 2016, and cannot remember all the dates or things that need clarification. The catheter was revised and the pump was replaced, and the issue was said to be resolved. No patient symptoms reported. No further information was provided.

Event description:
Additional information was received from a healthcare professional and it was reported that the troubleshooting performed related to the catheter kink was unknown and the cause of the catheter kink was unknown.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.